Event description:
It has been reported to philips that a patient was hospitalized due to an acute myocardial infarction. The patient was treated with emergency coronary artery perforation and percutaneous coronary intervention. It was found that the dsa device did not start normally after being turned on. The user immediately restarted the device but it could not start up. The patient was transferred to another dsa room for emergency surgery. It has been reported that the incident delayed the patient rescue time. The current status of the patient is unknown. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips analyzed the reported issue. According to the information collected, no harm was reported to philips however the customer alleged this issue with a potential risk, due to the operation delay. On 18 august 2022, the philips engineer went onsite and pressed the review module on button but the system would not start up. When the engineer opened the m cabinet, it was found that the host pc did not power on. The bios battery was checked and was found depleted. The engineer resolved the reported issue by replacing the host pc bios battery. The system was returned to use in good working order. The incident did not cause any injury, and philips assessed that the recurrence of the incident will not likely result in death or serious injury. In this case, the user continued the procedure using another system. According to the instructions for use, the customer should complete all checks confirming the system is working according to specifications, prior to transferring the patient to the table. Codes were updated based on the investigation outcome.